Event description:
The customer reported the system's iris was stuck. Also, the vertical lift intermittently failed to raise. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was repaired. The system was then found to be operating as intended.